Event description:
It was reported that tere was red cell hang up and fibrin clots which affected instrumentation during use with a bd vacutainer® sst¿ blood collection tubes. The following information was provided by the initial reporter, translated from chinese to english: the (B)(6) hospital replaced the imported yellow tube 367986 on (B)(6) 2020. The department found an abnormal test result on august 8. The investigation revealed that the red cell ring was hang up on the aspiration needle, causing cross contamination of the sample; operation process problems, the storage temperature of blood collection tubes is appropriate, the nurse operators have not changed, and the pre-treatment workflow has not changed, but the floating red cell ring on the serum level and tube wall and fibrin clots are high in probability, about 15%, and customers suspect that it was the tube quality problem, it hope the manufacturer will give a solution after fully investigating the cause. Additionally, on 2020-08-13 the bd sales consultant provided the following additional information: was it an abnormal test result or clogged instrumentation? Clogged instrumentation. If abnormal test result: what was the analyte and what was the result? Detection of hcg. Not affected. Was the sample repeated and did it test ok or did they need to recollect? Repeated and the result is normal. For the cross contamination were any patient results affected? No. Any patient samples affected ¿ needing redraw. Unknown. Also ¿ please find out the following: rcf of centrifuge in use 3500rpm. Time samples are spun down in the centrifuge 10min. Is it a fixed angle or bucket centrifuge? Fixed angle centrifuge. When was the centrifuge last calibrated? The calibration is done quarterly. What is the time from collection to sample processing? 1-1.5hr.

Manufacturer narrative:
H6: investigation summary: bd had not received samples, but 2 photos and 3 videos were provided for investigation. The photos/videos were reviewed and the indicated failure mode for fibrin and red cell ring were observed. Additionally, retention samples of the incident lot were selected from bd inventory for evaluation and upon completion, no issues relating to fibrin or red cell ring were observed. No difficulties were encountered during blood collection and all tubes appeared to exhibit proper fill. Bd was unable to duplicate or confirm the customer¿s indicated failure, fibrin clots and red cell ring, because the defects were not evident in the testing of the customer lot samples. Evaluations of both retain and control samples tested were acceptable. All tubes demonstrated clinically acceptable performance for all visual observations evaluated. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed based on the photos and videos only. H3 other text : see h.10.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that there was red cell hang up and fibrin clots which affected instrumentation during use with a bd vacutainer® sst¿ blood collection tubes. The following information was provided by the initial reporter, translated from (B)(6) to english: the (B)(6) hospital replaced the imported yellow tube 367986 on (B)(6) 2020. The department found an abnormal test result on (B)(6). The investigation revealed that the red cell ring was hang up on the aspiration needle, causing cross contamination of the sample; operation process problems, the storage temperature of blood collection tubes is appropriate, the nurse operators have not changed, and the pre-treatment workflow has not changed, but the floating red cell ring on the serum level and tube wall and fibrin clots are high in probability, about 15%, and customers suspect that it was the tube quality problem, it hope the manufacturer will give a solution after fully investigating the cause. Additionally, on 2020-08-13 the bd sales consultant provided the following additional information: was it an abnormal test result or clogged instrumentation? Clogged instrumentation. If abnormal test result: what was the analyte and what was the result? Detection of hcg. Not affected. Was the sample repeated and did it test ok or did they need to recollect? Repeated and the result is normal. For the cross contamination were any patient results affected? No any patient samples affected: needing redraw¿ unknown. Also: please find out the following: rcf of centrifuge in use 3500rpm. Time samples are spun down in the centrifuge 10min. Is it a fixed angle or bucket centrifuge? Fixed angle centrifuge. When was the centrifuge last calibrated? The calibration is done quarterly. What is the time from collection to sample processing? 1-1.5hr.